Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction (mi), as listed in the promus instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary promus stenting procedure with one 2.5 x 12 mm stent, one 2.75 x 28 mm stent, one 3.0 x 12 mm stent and one 3.0 x 15 mm stent. On (B)(6) 2011, the patient experienced a potential myocardial infarction event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent: promus 2.75 x 28 mm, 3.0 x 12 mm and 3.0 x 15 mm. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.